Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is rupture.

Event description:
Patient reported left side implant rupture. Device remains implanted.

Event description:
Patient reported left side implant rupture. Device has been explanted.

Manufacturer narrative:
Additional/changed and/or corrected data : b.5., d.7., g.1., h.3., h.6. Device evaluation: visual analysis of the returned device identified the device was a broken shell, fold creases and a missing shell. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identified a sharp edge opening in the shell with stress marks assessed as a surgical impact opening, striated nicks and three striated openings. A dimension measurement in the shell was performed which identified the thickness was within specification. Based on the device analysis the final assessment is: a sharp edge broken in the shell with stress marks in the side posterior assessed as surgical impact opening. Three openings striated in the side anterior assessed as surgical damage. Nicks striated in the side anterior assessed as surgical tool scratch like. Missing shell assessed as inconclusive. This report is submitted beyond 30 calendar days from allergan¿s receipt due to a system error preventing allergan from submitting reports via emdr. The system error has been resolved at this time and an investigation has been initiated into this occurrence.